Manufacturer narrative:
(B)(4). The returned corsair armet had its top polymer coating frayed at the distal shaft proximal to the tip. The reported unravelling of coils was not confirmed; coils remained intact. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the distal shaft of the corsair armet likely interfered with calcified lesion and the top polymer coating was scraped by calcium. The frayed polymer coating was likely misinterpreted as unraveled coils. It was concluded that this event was not attributed to product quality. Although there were reportedly no adverse patient effects, damage of the polymer coating was too severe to completely rule out potentiality that some fragment(s) might be left in the patient. Instructions for use (IFU) states: [warnings] if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the operation while the cause of the problem is not identified may cause damage to or separation of the catheter, and damage the blood vessel. Life-threatening adverse events may occur.); and, [malfunction and adverse effects] damage.

Event description:
It was reported that coils of an asahi corsair armet catheter unraveled during a ppi to treat a moderately calcified 90-99% stenosis in the superficial femoral artery. The catheter was used in attempts to cross the lesion when it became stalled and removed from the anatomy. The removed catheter seemed to have coils unraveled. No additional treatment was done against the unraveled catheter and a new catheter as replaced to resume the ppi. The blood flow was successfully reestablished by poba. The patient was fine without problem after the ppi and already discharged home.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.